Event description:
It was reported that the pt complained of decreased vision one week post iol implant. After several check-ups the pt was diagnosed with endophthalmitis and prescribed unk artificial tears and an anti-inflammatory agent. The symptoms have not resolved completely, so pt will require add'l follow-up. Add'l info has been requested, but has not been received. Please reference MDR # 1119279-2013-00234 for the inserter used during implant surgery.

Manufacturer narrative:
The lens remains implanted, therefore, it is not available for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.